Event description:
It was reported that the outer catheter of the stent graft broke while attempting to deploy the stent graft. The stent graft could not deploy; therefore, it was removed and a new stent graft was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.

Manufacturer narrative:
The lot number was provided and the device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The stent graft was found to be partially deployed 15mm from the distal end of the outer catheter. Functional testing could not be performed, as the delivery system was returned with outer sheath broken. Based on these results, investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. It should be noted that a partial deployment of the stent graft is also confirmed, as the stent graft was returned partially deployed. Per the reported events, it was noted that the treatment site was a partially tortuous av-graft lesion, therefore it is possible that pt factors contributed to the event. However, the definitive root cause could not be determined based upon available info.